Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer recently converted our blake drains to the bd 072227 and 072229 drains. Customer was receiving some complaints on the bd drains, primarily on the size of the trocar compared to the blake drains. Per follow up information received via email on 27apr2026, it was reported that to clarify, this was not an issue with a specific lot. Our or said the trocar that comes in the 10fr and 15fr blake drains from bd is too small. They want a larger trocar similar to the blake branded drains. I am trying to see if bd offers a product that will meet their needs.

Event description:
It was reported that the customer recently converted our blake drains to the bd 072227 and 072229 drains. Customer was receiving some complaints on the bd drains, primarily on the size of the trocar compared to the blake drains.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not completed due to a lack of information. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer recently converted our blake drains to the bd 072227 and 072229 drains. Customer was receiving some complaints on the bd drains, primarily on the size of the trocar compared to the blake drains.